Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 80% stenotic lesion was located in the moderately tortuous and severely calcification right common iliac artery. Access was obtained through the brachial artery. The physician deployed a non-bsc stent and then advanced the 7.0x40/135cm sterling balloon to the lesion to post dilate the stent. On the first inflation, the physician inflated the balloon to 6atms. On the second inflation, the balloon inflated to 10atms and ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another 7.0x40/135cm sterling balloon. Patient status is reported as "good".

Manufacturer narrative:
Pt: 18 years or older. (B)(4).